Manufacturer narrative:
(B)(4). Evaluation. Results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in us customer complaints for architect (B)(4) assay (list number 6l21) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on (B)(6) 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the (B)(4) antigen code 26286 which has a reduced potency that affects the architect (B)(4) performance. Insufficient active antigen is being coated on the microparticle within the current microparticle manufacturing process resulting in a performance that is characterized by lower calibrator 1 relative light units (rlu) values. As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch (B)(4) assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all (B)(4) samples.

Manufacturer narrative:
(B)(4). Remedial action implemented: the initial medwatch submission contained an error for the remedial action taken by abbott. Abbott issued a product recall on (B)(4) 2011, not a product correction. This error has been corrected in this submission.

Event description:
Abbott customers are observing an increase in the gray-zone reactive (gz/r) results when using architect (B)(4) reagent lot 93794hn00. The increase in sample to cutoff (s/co) observed could shift a non-reactive sample to gray zone or reactive. An investigation was completed and the root cause was identified as the reduced potency of the (B)(4) antigen, and as a consequence, insufficient active antigen was coated on the microparticle, resulting in the generation of lower index calibrator relative light unit values by the microparticle. This decreases the signal to noise ratio such that negative samples are elevated, leaving the assay prone for false gray zone/positive results and increases the architect (B)(4) assay susceptibility to reagent cross-contamination. In addition, the impact of naturally occurring test system variability on final test results is more pronounced. Additional investigation is in process to determine why lot 93794hn00 demonstrates an unexpected shift in the negative population to higher values. A product recall has been issued and reported under 21cfr806 for the architect (B)(4) reagent lot 93794hn00 to the FDA (B)(4) on (B)(4) 2011. Abbott has not received any reports of adverse events related to this issue.